Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported getting alarm led failure. The customer contacted product support and advised the unit has 1105 error in the significant event logs. Product support advised of a suspected power switch overlay failure and provided part ID. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.